Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with no calcification or tortuosity. The 3.5x12 mm xience sierra stent delivery system (sds) failed to cross the lesion and the hypotube was kinked. Another xience sierra sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that that the balloon was loosely folded. The account stated that the stent was dislodged after removal of the device through the y connector with resistance. No additional information was provided.